Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a low anterior resection procedure, the donut was not complete, this was detected when performing the second surgery. But there were no air leakage when testing the anastomosis. To resolve the issue the patient had to be readmitted and underwent second surgery on day three after the first operation.